Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1062351 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number190-000 / lot 1062351 ,test base part number 190-430 / lot 1062351. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1062351 showed that the complaint rate is x0.008% (4/53328). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue ; however a possible assignable root cause is patient sample interference. Reference MFR. Reports: 1221359-2022-01601.

Event description:
The customer reported false positive results with the ID now covid-19 performed on (B)(6)2022 on a direct tested nasal kitted swab. Repeat testing was not performed. Cepheid instrument used for confirmation testing was performed the same day with a negative result. The customer confirmed there was a delay in patient's treatment with surgery cancelled. Additionally, the customer stated the patient was asymptomatic and confirmed there was no patient harm due to the test results. No additional patient information,including treatment and outcome,was provided. This MFR.report addresses test four (4) of four (4) tests.